Manufacturer narrative:
Synthes cannot determine the date of the manufacture without the device lot number. The investigation could not be completed, no conclusion could be drawn, as no device was returned.

Event description:
After l4-5 laminectomy / l4-s1 discectomy with bony fusion / instrumentation l4-s1, patient returned to surgeon's office with complaint of back pain. An x-ray revealed one ti click x pedicle screw displaced from the rod at l4 and one screw at the right l5 position was backing out. Patient was revised and the implants were removed.